Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his back under the shoulder blades. The irritation was bumpy and bled when scratched. Follow up indicated that the patient's physician prescribed triamcinolone acetonide and the irritation improved.